Event description:
A hospital in (B)(6) reported via our distributor that the feedset tube of an mr290 humidification chamber broke when they opened the circuit kit. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed a break in the feedset tubing at the connection to the chamber dome. The surface at the break was rough. The damage appeared to be due to the tube being pulled away from the chamber, possibly due to the feedset being caught or put under tension. A lot chek revealed one other complaint of this nature for lot 121212. Conclusion: we were unable to definitively determine the cause of the feedset break, however our previous investigations into similar complaints have shown that this damage can be caused by the overstretching of the tubing when attaching it to a water bag. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. It must be noted that the mr290 chamber had been in use for two weeks before it failed. The user instructions which accompany the mr290 autofeed humidification chambers state the following: set appropriate ventilator alarm. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. (B)(4).